Event description:
A complainant alleged that the zeon apollo portable led light system's cable sparked; the complainant noticed smoke being emitted and that the device got hot.

Manufacturer narrative:
No injuries were associated with this incident; the complainant is doing fine. To date, the product has not been returned; therefore, no evaluation can be conducted. This incident is MDR reportable as a malfunction because the device could cause or contribute to a serious injury, if the malfunction were to recur.

Manufacturer narrative:
A visual and physical test of the returned device revealed that there was a probable comporomise of the device in the field; the cable was cut and the wires shorted. The device did not get hot when it was tested and no evidence of fire or smoke was detected.